Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and checked the architect i2000sr system and cleaned the load/unload diverter, which had accumulated dried yellowish residual material. The fse indicated that additional studies demonstrated that the residual material around the load/unload diverter assembly was the cause of the false elevated result. The fse indicated the dried yellowish residual material was spread by the sample probe and generated the erroneous result by falling into the reaction vessel (rv) just below the sample probe rv access hole. The fse indicated the diverter, load and unload assembly was clogged or obstructed. The fse replaced the sample probe and the load/unload diverter assembly and ensured the system was functioning as intended. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-108) provides information to address the customer's current issue. Based upon the available information, the false positive b-hcg result was thought to be caused by buildup on the load/unload diverter being picked up by the sample probe. Based upon the fact that the field service engineer replaced both the rv load/unload diverter and the sample probe, and there are numerous causes for false positive results, no definitive cause for the customer's current issue could be determined. Evaluation method: review of complaint tracking and trending; field service intervention.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a falsely elevated result was generated on one female patient whose sample was tested with the architect total b-hcg assay. An initial result of 1070.910 miu/ml was questioned by the lab pathologist as not fitting the patient's clinical history and the sample was not reported from the lab. All controls read within specifications. The sample retested at <1.20 and <1.20 miu/ml. A service call was initiated. There is no impact to patient management reported.